Event description:
The reporter indicated that a 13.2mm, vicmo13.2 -12.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to low vault and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: one similar complaint type event reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H6: device evaluation: lens was returned in liquid with residue in a microcentrifuge vial. Visual inspection found a torn haptic. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6- type of investigation code: 4110- lens work order search-"one similar complaint event(s) within associated lots were found". " should be corrected to "no similar complaint event(s) within associated lots were found". Claim# (B)(4).